Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl and meniscal repair surgery, the fast-fix 360 curved needle delivery system failed to deploy t2. The anchors were not left unsupported in the patient. A back-up device was available to complete the procedure without any delay. The patient did not suffer any adverse consequence as a result of the alleged malfunction.